Manufacturer narrative:
(B)(4). Visual inspection found the lead tip to be slightly bent near the ring electrode. However, it is not possible to determine if the lead was bent during transport or during preparation for implant. The lead exhibited normal electrical characteristics.

Event description:
It was reported that a kink was noted in the distal end of the lead upon removal from packaging. The lead was not used for implantation.